Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving intrathecal unknown morphine at 0.005 mg/day (unknown concentration) via an implantable pump for non-malignant pain. It was reported that the patient's wife wanted to know if they were able to see the logs of the pump from the personal therapy manager (ptm) a820. It was reviewed that they could not and they would need to go to their managing doctor . The reason why they wanted to see the logs was because the patient's pump alarmed around two to three months ago. It was noted it went away when she synced up his phone and saw no alerts on the ptm . It was further reported that recently this week his pump alarmed at 3:00 to 4:00 am, but it was noted that the patient fell asleep with his cell phone on his pump and once he took his phone away the pump stopped alarming . The patient felt like he was not getting the medication due to his pump being stalled for the short time period. It was reported they were going to the managing doctor today to look at the logs.